Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the display of the heartstart mrx was shaky with lines across the screen. There was no reported pt impact.